Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain upper ('stomach pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included obesity. Concurrent conditions included urination pain, breast tenderness, painful intercourse, urinary tract infection, ruq pain, insomnia, sciatic neuralgia, hand injury, anxiety, depression, blood pressure high, kidney stones, cholesterol levels raised and shoulder pain. Concomitant products included clarithromycin (macrobid), gabapentin, gabapentin (neurontin), hydroxyzine, lisinopril, oxycodone hydrochloride;paracetamol (percocet), paroxetine, simvastatin and trazodone. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced intervertebral disc degeneration ("pain in back was diagnosed with degenerative disc disease") with back pain. In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes") and alopecia ("hair loss"). On (B)(6) 2016, the patient experienced tooth disorder ("dental problems"), 3 years 7 months after insertion of essure. On an unknown date, the patient experienced abdominal pain upper (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge"), tooth loss ("I¿ve been losing my teeth"), dysgeusia ("I can taste nickle in my mouth sometimes"), menstruation delayed ("no period for 2 months"), breast pain ("boobs sore") and food craving ("full craving sweet") and was found to have cervix carcinoma ("cervical cancer"), hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain upper, cervix carcinoma, hormone level abnormal, urinary tract disorder, bladder disorder, migraine, tooth disorder, dysmenorrhoea, vaginal discharge, weight increased, alopecia, tooth loss, dysgeusia, intervertebral disc degeneration, menstruation delayed, breast pain and food craving outcome was unknown. The reporter considered abdominal pain upper, alopecia, bladder disorder, breast pain, cervix carcinoma, dysgeusia, dysmenorrhoea, food craving, hormone level abnormal, intervertebral disc degeneration, menstruation delayed, migraine, tooth disorder, tooth loss, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight (B)(6). Discrepancy noted date of insertion: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: pif received. Event abdominal pain upper changed category non-serious to serious incident. Removal date, reporter, reporter causality comment ,cluster ID was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain upper ('stomach pain') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included obesity. Concurrent conditions included urination pain, breast tenderness, painful intercourse, urinary tract infection, ruq pain, insomnia, sciatic neuralgia, hand injury, anxiety, depression, blood pressure high, kidney stones, cholesterol levels raised and shoulder pain. Concomitant products included clarithromycin (macrobid), gabapentin, gabapentin (neurontin), hydroxyzine, lisinopril, oxycodone hydrochloride;paracetamol (percocet), paroxetine, simvastatin and trazodone. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced intervertebral disc degeneration ("pain in back was diagnosed with degenerative disc disease") with back pain. In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes") and alopecia ("hair loss"). On (B)(6) 2016, the patient experienced tooth disorder ("dental problems"), 3 years 7 months after insertion of essure. On an unknown date, the patient experienced abdominal pain upper (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge"), tooth loss ("I¿ve been losing my teeth"), dysgeusia ("I can taste nickle in my mouth sometimes"), menstruation delayed ("no period for 2 months"), breast pain ("boobs sore") and food craving ("full craving sweet") and was found to have cervix carcinoma ("cervical cancer"), hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain upper, cervix carcinoma, hormone level abnormal, urinary tract disorder, bladder disorder, migraine, tooth disorder, dysmenorrhoea, vaginal discharge, weight increased, alopecia, tooth loss, dysgeusia, intervertebral disc degeneration, menstruation delayed, breast pain and food craving outcome was unknown. The reporter considered abdominal pain upper, alopecia, bladder disorder, breast pain, cervix carcinoma, dysgeusia, dysmenorrhoea, food craving, hormone level abnormal, intervertebral disc degeneration, menstruation delayed, migraine, tooth disorder, tooth loss, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight 190 lbs. Discrepancy noted date of insertion: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain upper ('stomach pain') in a 25-year-old female patient who had essure (batch no. 983308) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included obesity. Concurrent conditions included urination pain, breast tenderness, painful intercourse, urinary tract infection, ruq pain, insomnia, sciatic neuralgia, hand injury, anxiety, depression, blood pressure high, kidney stones, cholesterol levels raised and shoulder pain. Concomitant products included clarithromycin (macrobid), gabapentin, gabapentin (neurontin), hydroxyzine, lisinopril, oxycodone hydrochloride;paracetamol (percocet), paroxetine, simvastatin and trazodone. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced intervertebral disc degeneration ("pain in back was diagnosed with degenerative disc disease") with back pain. In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes") and alopecia ("hair loss"). On (B)(6) 2016, the patient experienced tooth disorder ("dental problems"), 3 years 7 months after insertion of essure. On an unknown date, the patient experienced abdominal pain upper (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge"), tooth loss ("I¿ve been losing my teeth"), dysgeusia ("I can taste nickle in my mouth sometimes"), menstruation delayed ("no period for 2 months"), breast pain ("boobs sore") and food craving ("full craving sweet") and was found to have cervix carcinoma ("cervical cancer"), hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain upper, cervix carcinoma, hormone level abnormal, urinary tract disorder, bladder disorder, migraine, tooth disorder, dysmenorrhoea, vaginal discharge, weight increased, alopecia, tooth loss, dysgeusia, intervertebral disc degeneration, menstruation delayed, breast pain and food craving outcome was unknown. The reporter considered abdominal pain upper, alopecia, bladder disorder, breast pain, cervix carcinoma, dysgeusia, dysmenorrhoea, food craving, hormone level abnormal, intervertebral disc degeneration, menstruation delayed, migraine, tooth disorder, tooth loss, urinary tract disorder, vaginal discharge and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: current weight 190 lbs. Discrepancy noted date of insertion: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Most recent follow-up information incorporated above includes: on 15-dec-2020: mr received : reporter, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of abdominal pain upper ('stomach pain'). In a 25-year-old female patient who had essure (batch no. 983308-not valid), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "did not undergo confirmation test". The patient's medical history included: obesity. Concurrent conditions included: urination pain, breast tenderness, painful intercourse, urinary tract infection, ruq pain, insomnia, sciatic neuralgia, hand injury, anxiety, depression, blood pressure high, kidney stones, cholesterol levels raised and shoulder pain. Concomitant products included: clarithromycin (macrobid), gabapentin, gabapentin (neurontin), hydroxyzine, lisinopril, oxycodone hydrochloride; paracetamol (percocet), paroxetine, simvastatin and trazodone. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced intervertebral disc degeneration ("pain in back was diagnosed with degenerative disc disease") with back pain. In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes") and alopecia ("hair loss"). On (B)(6) 2016, the patient experienced tooth disorder ("dental problems"), (B)(6) years (B)(6) months after insertion of essure. On an unknown date, the patient experienced abdominal pain upper (seriousness criteria medically significant and intervention required), migraine ("migraines/headaches"), vaginal discharge ("vaginal discharge"), tooth loss ("I¿ve been losing my teeth"), dysgeusia ("I can taste nickle in my mouth sometimes"), menstruation delayed ("no period for (B)(6) months"), breast pain ("boobs sore") and food craving ("full craving sweet"). And was found to have cervix carcinoma ("cervical cancer"), hormone level abnormal ("hormonal changes"). And weight increased ("weight gain"). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain upper, cervix carcinoma, hormone level abnormal, urinary tract disorder, bladder disorder, migraine, tooth disorder, dysmenorrhoea, vaginal discharge, weight increased, alopecia, tooth loss, dysgeusia, intervertebral disc degeneration, menstruation delayed, breast pain and food craving outcome was unknown. The reporter considered abdominal pain upper, alopecia, bladder disorder, breast pain, cervix carcinoma, dysgeusia, dysmenorrhoea, food craving, hormone level abnormal, intervertebral disc degeneration, menstruation delayed, migraine, tooth disorder, tooth loss, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight: 190 lbs. Discrepancy noted, date of insertion: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 30.1 kg/sqm. Most recent follow-up information incorporated above includes: on 24-dec-2020, quality department confirmed, that the reported essure lot number was not valid. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.